Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. The customer¿s blood glucose was 216 mg/dl. The customer was assisted with troubleshooting. Customer states the insulin did not exit. Customer states insulin exited the tubing. The customer got insulin flow block during the fill tubing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.